Event description:
Healthcare professional (hcp) reported pt (pt) receiving hemodialysis treatment on the baxter 1550 device when the dialyzer clotted off. Hcp discontinued treatment and re-initiated hemodialysis on this 1550 device. Hcp reported the dialyzer clotted off and pt "coded and was taken to the hosp". Pt expired at the hosp. Cause of death and additional info were not available for this report. Hcp stated this event is not being contributed to baxter products.